Event description:
It was reported that an occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a bolus via the pump. Reportedly the customer had high ketones, fell, hit their head on the counter, and vomited. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room with a bg of 630 mg/dl. Customer was treated with manual insulin injection, intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that day with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.